Event description:
It was reported that during a cholecystectomy procedure, an abnormal sound like air leak was heard from each of the three devices. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The b5lt instrument a was returned in good condition. A leak test was performed and no anomalies were noted. It could not be determined why the device reportedly malfunctioned. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the b5lt instrument b was returned in good visual condition, the instrument was functionally leak tested and failed. A corrective action has been initiated to address the leak test failure. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # e9fc9m, expiration date: 07/2013. Manufacturing date: 08/2008. Leak test failure. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. The b5lt instrument c was returned in good condition. A leak test was performed and no anomalies were noted. It could not be determined why the device reportedly malfunctioned. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # e9fr2k. D4: expiration date: 10/2013. Manufacturing date: 11/2008.